Manufacturer narrative:
D4 - additional device information - corrected lead serial number.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported following implant procedure on (B)(6) 2021, patient started to develop a headache. It was not resolved by laying down. Medication was taken. On (B)(6) 2021, after increased neck stiffness patient felt aching from their neck. Symptoms are now resolving but still ongoing. No further information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that headache is now resolved.